Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during basal insulin delivery with different cartridges. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 231-300 mg/dl.